Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The recipient will be further monitored by the clinic.

Event description:
In situ testing showed affected channels. It was reported that the user is highly active, which leads to continuous falls on the floor. Moreover, the user has hit his head daily with his own hands.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels. It was reported that the user is highly active, which leads to continuous falls on the floor. In (B)(6) 2023, the user broke the bones of his right arm after falling off the couch onto the hard wood floor. At the end of (B)(6) 2023, the user fell off the deck onto the grass and showed bruises. Moreover, the user has hit his head daily with his own hands.